Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s controller displayed the ¿replace generator soon¿ message. An abbott representative met with the patient and updated the device to the latest pc app version which cleared the message.